Manufacturer narrative:
A ge rep will evaluate the system when customer gives approval. (B)(4).

Event description:
The customer reported the system did not boot up normally. No pt injury was reported.